Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the cartridge was leaking from the o-ring. Customer loaded a new cartridge to address the issue. It was also reported that the insulin gauge was inaccurate. The issue resolved and the customer continued using pump for insulin therapy. Customer¿s blood glucose level was 115 - 230 mg/dl.